Manufacturer narrative:
The suspected pump was returned for evaluation. Visual inspection and functional testing was carried out. Upon visual inspection no anomalies were noted. Upon functional testing the reported problem was replicated. The probable cause of the reported issue includes faulty mainboard, lcd, motor, expulsor and downstream occlusion (dso) sensor. The mainboard, lcd, motor, expulsor and dso sensor to be replaced in order to resolve the reported error. D4 - primary UDI number- di is unknown.

Event description:
It was reported that the pump was lined down screen and beeping intermittently, appeared to be hardware fault with screen. There was no patient involvement, and no patient harm / adverse event reported.